Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of the coating could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the image guide coil coating was peeling. The customer's originally reported issue of pinhole on the bending section cover was confirmed. The following additional findings were also noted: insufficient angulation and angle play, connector air leakage, light guide bundle break and shim, tip scraping, lack of bending section cover adhesion, bending section cover adhesive crack, and light guide corrugated tube collapsed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that their evis lucera ultrasonic bronchofibervideoscope had a loss of water tightness due to a pinhole on the bending section cover. Upon inspection and testing of the returned unit, it was discovered that the image guide coil coating was peeling. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.